Manufacturer narrative:
(B)(4).

Event description:
Customer called to report a cleaner leak of 2 to 4 milliliters from the unicel dxh 800 coulter cellular analysis system. The leak was contained within the instrument. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the leak was caused by a clogged differential mixing chamber drain port. The mixing chamber overflowed into an area below the air mix temperature chamber (amtc) and the specimen transport module (stm) inside the instrument. The fse cleaned the drain port to address the leak issue. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.